Event description:
It was reported that solution leaked from the bd phaseal¿ infusion adapter c100 during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of our sites is using the phaseal cstd for administering drug and has seen extreme loss of solution."

Manufacturer narrative:
H6: investigation summary. One video was provided to our quality team for investigation. The video displays one infusion adapter leaking by the adapter port. The infusion adapters have a septum inside the adapter port which provides a seal, that once spiked, cannot be un-spiked as a leakage can occur. A device history review was performed for reported lot 2102202, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Four retained samples of lot 2102202 were used for additional evaluation. The product was visually inspected, there was no damage or defects identified on the infusion adapters or septum's of the adapter port. Product undergoes a series of testing and inspections during manufacturing to ensure the quality and functionality of the device, including leakage testing. All records were reviewed for the reported lot and results were found to be acceptable, product met required specifications. Leakage testing was also performed on the retained samples and no leakages occurred. Based on the available information we are not able to determine a root cause related to our manufacturing process at this time, it appears as though the adapter port may have previously been spiked, resulting in the leak observed. Complaints received for this device and reported defect will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that solution leaked from the bd phaseal¿ infusion adapter c100 during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of our sites is using the phaseal cstd for administering drug and has seen extreme loss of solution"